Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of bursitis ("subacromial bursitis"), radiculitis brachial ("left cervicobrachial neuritis"), cervical neuritis ("left cervicobrachial neuritis") and tendon disorder ("tendon disease") in a (B)(6) female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 6 months after insertion of essure, the patient experienced bursitis (seriousness criterion disability), radiculitis brachial (seriousness criterion disability), cervical neuritis (seriousness criterion disability), tendon disorder (seriousness criterion disability) and fibromyalgia ("fibromyalgia"). At the time of the report, the bursitis, radiculitis brachial, cervical neuritis, tendon disorder and fibromyalgia outcome was unknown. The reporter provided no causality assessment for bursitis, cervical neuritis, fibromyalgia, radiculitis brachial and tendon disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: bursitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-jul-2017. The most recent information was received on 27-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of bursitis ("subacromial bursitis"), radiculitis brachial ("left cervicobrachial neuritis"), cervical neuritis ("left cervicobrachial neuritis") and tendon disorder ("tendon disease") in a (B)(6) year-old female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 6 months after insertion of essure, the patient experienced bursitis (seriousness criterion disability), radiculitis brachial (seriousness criterion disability), cervical neuritis (seriousness criterion disability), tendon disorder (seriousness criterion disability) and fibromyalgia ("fibromyalgia"). At the time of the report, the bursitis, radiculitis brachial, cervical neuritis, tendon disorder and fibromyalgia outcome was unknown. The reporter provided no causality assessment for bursitis, cervical neuritis, fibromyalgia, radiculitis brachial and tendon disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-aug-2017 for the following meddra preferred term: bursitis. The analysis in the global safety database revealed 0 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2017: after company internal review, the field "is the manufacturer aware of similar incidents with this type of medical device with a similar root cause? " was updated to "no". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 27-jul-2017. The most recent information was received on 23-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of bursitis ("subacromial bursitis"), radiculitis brachial ("left cervicobrachial neuritis"), cervical neuritis ("left cervicobrachial neuritis") and tendon disorder ("tendon disease") in a (B)(6) year-old female patient who had essure (batch no. 729923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 6 months after insertion of essure, the patient experienced bursitis (seriousness criterion disability), radiculitis brachial (seriousness criterion disability), cervical neuritis (seriousness criterion disability), tendon disorder (seriousness criterion disability) and fibromyalgia ("fibromyalgia"). At the time of the report, the bursitis, radiculitis brachial, cervical neuritis, tendon disorder and fibromyalgia outcome was unknown. The reporter provided no causality assessment for bursitis, cervical neuritis, fibromyalgia, radiculitis brachial and tendon disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: bursitis. The analysis in the global safety database revealed 0 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.